Event description:
When accessing a manifold during their procedures, after they flush and draw back to obtain blood, the blood gets past the stopper leaking onto the plunger rod and into their hands.